Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The clinical resource manager reported the event to a sales representative. The clinical resource manager stated that the fecal management systems was not used on a patient. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 15, 2013.

Event description:
The clinical resource manager reported that a flex-seal fecal management system signal kit had a hole in the tubing.